Event description:
A representative from the hospital's equipment management company contacted maquet technical support and advised that a hospital representative had reported the following: while a cs100 intra-aortic balloon pump (iabp) and linear 7fr. Intra-aortic balloon (iab) were in use providing therapy to a patient, the pressure wavelength readings were minimal. The surgeon felt that the iabp was not monitoring the patient properly because of the bad pressure waveform. The patient expired the following day. The cause of the patient death is unknown.

Manufacturer narrative:
During a follow up discussion with the company compliance manager, the hospital clinical educator advised that she was called in to assist during this event. When pressure was applied to the insertion site, the pressure waveform improved. After re-adjusting the tubing near the insertion site and flushing the lines, they were able to complete the procedure. She advised that she believes the iab was kinked at the time of the event, since the pressure signal improved when the insertion site was pressed. At the facility's request, a company service representative performed full functional and safety tests on the iabp in question. The iabp was found to be performing according to factory specifications. The iabp alarms logs indicate that "no trigger" alarms were occurring at the time of the event. The customer discarded the iab involved in the event; therefore, the serial number and lot number are not available and no technical evaluation can be performed on the iab. No patient information strips from the time of the event are available for review. As a result of the limited information available, we are unable to conclusively determine the root cause of the reported difficulty in pressure monitoring; however, the pressure signal was reported to have improved when the insertion site was pressed, and no problem was found with the iabp, thus supporting the conclusion that a kink in the catheter may have caused the poor pressure signal.